Event description:
In 2006, a polaris valve was implanted at (B)(6) hospital. The patient was later transferred to another hospital. After resection of an intraventricular tumor, multiple brain tumors were diagnosed. The case was mainly considered communicating hydrocephalus, but there were also elements of non-communicating (obstructive) hydrocephalus. On (B)(6) 2026, due to underdrainage at 150 mmh2o, an adjustment to 110 mmh2o was planned. However, the setting was mistakenly changed to 30 mmh2o. When attempting to readjust the pressure, it could not be changed. After several manipulations, the setting was changed to 200 mmh2o, but afterward, the pressure could no longer be adjusted. On (B)(6) 2026, the setting was checked again, but it was still not possible to change the pressure. The csf protein level was high. On (B)(6) 2026, the valve spva was removed and replaced with another valve.

Manufacturer narrative:
Awaiting for product return for analysis.